Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a trace effusion needed prior to procedure. A watchman closure device was implanted. Post procedure the patient had an effusion and pericardiocentesis was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was released and sent home.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a trace effusion needed prior to procedure. A watchman closure device was implanted. Post procedure the patient had an effusion and pericardiocentesis was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).